Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Failure of the slide switch on the scope socket causes the scope to become unrecognizable or all the led¿s to blink. In addition, the following non-reportable malfunctions were found during the device evaluation: front panel opening is damaged, led¿s blink due to intermittent clogging of the faulty slide switch and a non-olympus lamp was present. Based on the results of the investigation the blinking led¿s were caused by clogging of the slide switch on the scope socket. However, the cause of the clogging was not identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that while performing maintenance on his olympus evis exera iii xenon light source all of the front panel leds were blinking. There was no patient involvement during this event.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.